Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during drain three of five while the patient was connected. The patient stated that the solution was leaking from unidentified catheter site and connection bag. The renal therapy service agent instructed the patient to start therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.